Event description:
Per received report: the device was returned, only marked with a note "priming it / testing it / burst". No addition information or contact details was provided.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The 4x10 ascent balloon catheter was returned only marked with a note "priming it / testing it / burst." No addition information or contact details were provided. With follow-up investigative efforts it was reported that no further information will be available. The device was returned for analysis. No defects were found during the catheter outer surface inspection except on the balloon area where a longitudinal tear of approximately 16 mm from the proximal seal to the distal seal was found. The length between proximal seal and distal seal was almost 16 mm. This is an indication that the balloon was over inflated which resulted in stretching the balloon likely leading to the rupture. Additionally, 100% leak testing is performed on each balloon catheter before it is released to verify that the vent hole is open and that there are no balloon leaks. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported balloon burst was confirmed. Based on the lack of information no conclusion can be made regarding possible procedural/handling factors that may have contributed to the balloon burst during prep. The instructions for use outlines using a 20cc syringe with 3cc of contrast for prepping of the device, after pulling negative pressure pointing the syringe down, point the tip of the balloon facing up to allow air bubbles to escape out of the vent hole on the distal end. It further outlines that the tip must remain up during the entire prep to avoid contrast solution from blocking the vent and trapping air in the balloon. Prepping is continued by observing the contrast solution flowing up the catheter shaft with continued slow injection of contrast solution until all the air in the balloon is displaced. The balloon catheter prime volume is 0.4cc. It cautions to not over expand the balloon. The balloon is then deflated while the tip is in contrast solution. After closing the stopcock, replace the 20 cc syringe with a 1cc syringe filled with contrast solution. It warns that a high pressure device should not be used as this may rupture the balloon. Based on the analysis of the returned device it appears that the root cause is related to over inflation. Therefore, no corrective actions will be taken.